Event description:
(B)(4). Started breaking out in hives sweats. Nausea uncontrollable pain in abdominal area. Stomachs swelling back to back periods feel like knife stabbing in wound bleeding two or three times a month headache